Event description:
It was reported that the customer had high blood glucose levels of 407 mg/dl. The customer requested assistance in priming the insulin pump. The customer declined to troubleshoot the high blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.